Manufacturer narrative:
No unexpected battery out limit alarms were noted. The insulin pump alarmed button error after it booted up, and the device had intermittent button response on the esc button due to corroded keypad traces. The insulin pump passed the displacement test and the off no power test. The operating currents were in specifications. The insulin pump was also received with a cracked liquid crystal display window, cracked case at the liquid crystal display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was eating dinner. The customer's blood glucose was 227 mg/dl. He stated that the insulin pump had not been pressed against anything. He also reported that the insulin pump alarmed battery out limit, for which he declined troubleshooting assistance. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.